Event description:
Patient received skin burn after muscle stimulation therapy. Mode of operation was inferential on channel 1. Burn was visible on patient, so therapist referred patient to wound care center because patient is a diabetic. Unknown if patient actually received treatment for the burn.

Manufacturer narrative:
Complainant did not provide electrodes that were used when the reported event occurred. Lead wires were checked and found to be in good working order. Full functional test was conducted on all waveforms on all channels and verified on the oscilloscope. As a secondary means of evaluating the device, a 20 minute treatment was run on the technician in the ifc mode. No burns occurred after this treatment. System control board software revision is 3.4 muscle stimulator board revision is 2.2. Ultrasound board revision is 2.5. Recommending.